Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02164.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils and pod packing coils (podj''s). During the procedure, while attempting to advance an initial ruby coil and podj through the non-penumbra microcatheter, the physician encountered resistance and was unable to advance the coils. Therefore, the ruby coil and podj were removed and the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.